Event description:
Pt was revised to address loosening of the tibia and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.